Event description:
Source: (B)(6). On the recommendation of my endocrinologist dept. I was due to have a new diabetic insulin pump for type 1. Medtronic 780g was said to have the best algorithm. I¿m very insulin sensitive, always have been and was experiencing severe lows for 4 days in a row very late afternoon evening. Needed help to adjust asap. Called the 24-hour help line and was on hold for 40 minutes. No one answered to help me. I have never experienced this from any other pump nor cgm manufacturer for a 24 hour help line for a disease that may kill or severely hurt cognitive skills if the insulin device is not adjusted properly to help the patient. Medtronic is not helping their patients with a decent 24-hour help line. I was told to take arch a video to help myself. This is not a way to help their customers. Product details: I have been using the medtronic 780g insulin pump for the past month. Have been having problems with severe lows in the late afternoon and evenings. Medtronic does not have an adequate 24-hr help line for this pump. I need my pump adjusted.